Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred after the customer started using apdira insulin. Blood glucose was 349 mg/dl. Reportedly, the supplies were changed to address the event. Tandem's technical support educated the customer regarding insulin and cartridge labeling.